Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced pain, recurrence of symptoms and additional mesh revision surgery. After the original procedure, additional potentially related procedures were performed, including additional surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced pain, recurrence of stress incontinence and cystocele, as well as perineocele and rectocele. After the original procedure, additional potentially related procedures were performed, including undergoing an additional surgery for recurrent moderate cystocele, weak pubocervical tissue.